Event description:
It was reported that during a laparoscopic urological procedure, a closed clip came out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. In order to confirm the clip was within manufacturing specifications, the clip were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.